Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a puncture hole in the insulation in the tip region of the lead - consistent with a backloaded guidewire escaping the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this left ventricular lead, out of range pacing impedances were exhibited in all tested vector settings. The issue was unable to be resolved and the lead removed and replaced with another of the same model type. The attempted implant product is expected to be returned for laboratory analysis. No adverse patient effects were reported outside of a longer than expected procedure.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this left ventricular lead, out of range pacing impedances were exhibited in all tested vector settings. The issue was unable to be resolved and the lead removed and replaced with another of the same model type. The attempted implant product was later returned for laboratory analysis. No adverse patient effects were reported outside of a longer than expected procedure.